Manufacturer narrative:
Pump passed selftest and displacement test. Bolus were programmed and delivered. No alarms noted during testing. However alarms noted in alarm history due to corrupted history files. All buttons function properly. No damage to keypad traces noted. However moisture damage was noted on electronic assy. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
It was reported that the customer's insulin pump was exposed to moisture, now the customer is unable to use the bolus guide or other funtions on the insulin pump. It was also reported that the customer received mulitple spanish software anomaly alarms. Advised insulin pump would be replaced. No additional information was provided.